Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.

Event description:
It was reported the right atrial (ra) lead dislodged, had high impedance, and no capture. The physician stated he had difficulty fixating the lead at the time of implant. The physician was unable to retract the screw mechanism of the ra lead and elected to remove the lead. The physician also stated the patient's anatomy prevented adequate lead placement and deployment of the screw. The ra lead was not replaced. No patient complications have been reported as a result of this event.